Manufacturer narrative:
An event regarding powder inside an inner blister pack involving a triathlon baseplate was reported. The event was confirmed. Method & results: the ribbed support tray of the skin pack that would have been in contact with the subject device shows scuff marks. The inside surface of the skin pack itself appears to have white dust particles adhered to it. No other packaging components were returned for review. The scuff marks present on the ribbed tray would be consistent with extreme vibration/movement of the device within the pack and could account for the presence of petg (ribbed tray material) dust particles. No medical records were provided. No adverse consequences to the patient were reported. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the investigation concluded that the white debris within the inner skin pack may have been caused by extreme vibration/movement of the device within the pack possibly during transportation leading to scuffing of the ribbed tray and could account for the presence of petg dust particles inside the skin pack and allegedly on the device. However, without the return of the remaining packaging components such as the outer blister pack and the unit carton, it is not possible to determine a definitive root cause. It is noted that the surgeon washed the device with saline and elected to implant the device which is against the instructions in the IFU. No further investigation for this event is possible at this time.

Event description:
It was reported that during a surgery, a surgeon noticed that there were some powder in a blister pack when he opened it. Therefore, he washed out them with saline and implanted.

Event description:
It was reported that during a surgery, a surgeon noticed that there were some powder in a blister pack when he opened it. Therefore, he washed out them with saline and implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.